Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted. The lesion was pre-dilated. No resistance was noted while advancing the device to the lesion. Product analysis: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 15th distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary des to treat a lesion. It was reported that the device failed to cross the lesion, the device was removed from the patient and stent deformation was noticed which occurred during the initial attempt to cross the lesion. No patient injury was reported.